Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The caller stated there was a bad storm last night in their area. The pt described a lighting strike occurring and when it did, the pt felt a high intensity tingling down their leg. The pt reported that prior to the strike, the ins was on. The pt went to get up after the strike and noted that they couldn't walk and the pain in their leg was unbearable. The pt then laid down and used the recharger to check the ins and they reported that after the strike, the ins displayed as off and when pt turned the stimulation back on, the tingling stopped. The pt reports significant pain and still being unable to walk with the ins on - pt reported the same settings as prior to the strike. Agent reviewed at this juncture it will be at the pt's discretion if pt wanted to adjust settings, but the best course of action would be to meet with the managing doctor to have the system evaluated and potentially pull logs/files for further information.